Event description:
A doctor reported to baxter (B)(4) that the tip protector had come off of the patient line on the cassette used for peritoneal dialysis (pd). There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter with evaluation and DHR results sent to customer. Evaluation summary: moderate calcification is detected in the cusp area of leaflets 1 and 2; minimal to moderate in the free margin of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Heavy dense layer of host tissue overgrowth is evident at the outflow aspect. It encroached onto the tissue outflow and into the orifice at the greatest point of 7mm. Host tissue overgrowth encroached onto most of leaflet 3 and covered approximately 50% of the free margin. Also at the outflow aspect, host tissue fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 8mm. Moderate host tissue overgrowth at the inflow aspect, encroached onto the tissue and into the orifice by 11mm. Host tissue overgrowth contributed to stenosis. Host tissue is heavy at the stent inflow and moderate to heavy at the stent outflow. The x-ray demonstrates calcification. Black/brown particulates at the inflow aspect are evident, could be mold.

Event description:
Reportedly, the device was explanted after an implant duration of 88.1 months due to stenosis . Per the cer: the valve was implanted on (B) (6) 2002 and was explanted on (B) (6)2010 because the leaflets were not anymore flexible (kind of induration of the leaflets and did not move as they should). Surgeon disassociates the device from the event. Device is being returned in saline.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review is in process. On 05/04/2010, requested additional information. Customer letter requested. Device not returned.